Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge leaked insulin prior to the fill tubing process. Blood glucose was 70 mg/dl. Reportedly, the customer suspected that the pump delivered too much insulin. System check with tandem's technical support confirmed that the pump functioned as expected. The customer's boyfriend gave the customer orange juice for the customer to drink and reported an ambulance was called for assistance. The emergency medical technician did not provide additional treatment.